Event description:
The customer reported that an 840 ventilator had a loss of communication error between the graphic user interface (gui) central processing unit (cpu) and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred. The covidien tech support engineer (tse) troubleshoot the issue with the customer over the phone. The customer reported to have reseated the gui communications cable. The unit passed extended self testing. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).